Event description:
It was reported that the programmer was spontaneously shutting down. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to reproduce the customer experience (programmer spontaneously shuts down) on the bench but did confirm it with recent errors in the error log and the power supply was replaced as a preventive measure. It was further noted that one latch tab on the power cord bay door was damaged, the left keyboard hinge was broken and the side latch on the printer would sometimes stick. All found defective parts were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.